Event description:
Within a year after getting silicone implants, I started to develop joint pain. Since that time, I have progressed to debilitating multiple joint pain. I have had multiple steroid injections including both wrists, a shoulder, bilateral feet and multiple spine injections. I've had 3 back surgeries, severe carpal tunnel, developed raynauds, was hospitalized for symptoms of ms, episode of stroke symptoms, suffer severe insomnia, heat intolerance, fatigue, chest pain, breast pain and dry eyes. Also developed anxiety and difficulty concentrating and making decisions, heartburn and urinary retension. Have had multiple x-rays and probably 100 lab tests. Labs all normal except positive hla b27 gene. X-rays show mild arthritis. Now have bilateral avascular necrosis in hips due to high doses of prednisone to help with my joint pain.